Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Another device was used to complete the case. There was no patient injury.